Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) was an inpatient at their facility and the pt has not been urinating for the past three days since arriving at the facility. Agent walked caller through connecting to ins via icon/antenna and it was confirmed the ins was on at 2.3v on program 3. Agent advised agent can walk caller through adjusting the stimulation but caller declined, agent advised it may be reasonable to follow up with the pt 's managing doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.